Manufacturer narrative:
The reported event involved the use of a dressing to cover an IV catheter on a patient undergoing dialysis. A clinician from (B)(6), reported that the secretions observed at an IV catheter site, under a dressing, were positive for klebsiella pneumoniae. The device was not returned and was discarded following use. The clinician reported the IV site was prepared by using an alcohol pad to wipe the area of insertion. The lot number of the reported device was provided and an investigation was conducted. A review of the device history record revealed performance data was within device specifications. Testing of retain samples from the specified lot confirmed proper device performance. The dressing is not intended to reduce the probability of infection in patients. The instructions for use included with the device contains the following statement: "reduction in the colonization or microbial growth on the device has not been shown to correlate with a reduction in infections in patients. Clinical studies to evaluate reduction in infection have not been performed". Furthermore, the IFU contains a precaution which states "the dressing should not be placed over infected wounds. This device is not intended to treat catheter-related blood stream infections (crbsis) or other percutaneous device-related infections". The resulting investigation revealed there was no device malfunction.

Event description:
Through a distributor, a clinician reported an incident involving a secretion that was observed at the exit site of the IV catheter under a chlorashield IV dressing. The incident was observed in a dialysis patient. The secretion was cultured and tested positive for klebsiella pneumoniae. No further treatment was required. The incident was reported to the manufacturer on (B)(6) 2017.